Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high pacing lead impedance was observed. Intermittent high impedance was reproducible with arm movements. Lead revision was planned. Patient was stable. No further information available.

Manufacturer narrative:
Correction: manufacturing report 2938836-2016-11114, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.